Event description:
Pt had pacemaker implantation for tachybrady syndrome with atrial fibrillation. Thereafter, the pt had lead dislodgement and required repositioning. In the cath lab, the ventricular lead yielded a very high threshold and was pacing the diaphragm and so this was repositioned under fluoroscopy. This yielded a voltage threshold of 0.9 volts, current of 1.1 milliamps, r waves of 29.3 millivolts, slew rate of 4 volts per second, and impedance 835 ohms. The pt subsequently developed cardiac tamponade, most likely from perforation of the ventricular lead. This was quickly remedied with pericardial centesis with improvement. Repeat EKG has skown only a small pericardial effusion and this appears to be resolving.